Event description:
Approximately 31 months post index procedure, patient expired. Cause of death is non-cardiac death (explosion abdominal aortic). Investigator assessed the event was not related to study device.

Manufacturer narrative:
(B)(4).

Event description:
The patient suffered a second mi one day post the index procedure. The investigator assessed that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient received a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. However, it was reported that the patient suffered an mi during procedure. It was reported that the mi was detected by troponin with no ECG or clinical changes. Investigator reported that the event was unlikely related to the study stent.